Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 10jan22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-202a, vcare 200a ¿ large, that was being used during a total laparoscopic hysterectomy procedure on 21dec22. The report stated ¿early 50¿s female with history of abnormal uterine bleed. Procedure: total laparoscopic hysterectomy, bilateral salpingooophoretomy and cysoscopy. Vcare large handle not working properly- the white tip within the vcare is free and swivels within the device, not stationary. A second device was opened and used. No known harm to the patient- patient discharged the same day¿. After further assessment, the reporter mentioned the handle started to spin during the procedure and there was no excessive force being applied to the device. It was also reported that the or team is very familiar with the vcare device and utilize it often. The procedure was completed with an alternative device and there were no reports of injury, medical intervention, or additional hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 10jan22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-202a, vcare 200a ¿ large, that was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2022. The report stated ¿early 50¿s female with history of abnormal uterine bleed. Procedure: total laparoscopic hysterectomy, bilateral salpingooophoretomy and cysoscopy. Vcare large handle not working properly- the white tip within the vcare is free and swivels within the device, not stationary. A second device was opened and used. No known harm to the patient- patient discharged the same day¿. After further assessment, the reporter mentioned the handle started to spin during the procedure and there was no excessive force being applied to the device. It was also reported that the or team is very familiar with the vcare device and utilize it often. The procedure was completed with an alternative device and there were no reports of injury, medical intervention, or additional hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.